Event description:
It was reported that the patient was hospitalized due to pocket hematoma. The device was repositioned and the adverse event considered solved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Device remains in use.